Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer cleared the alarm, performed a "fill tubing" test to check for insulin drops, and resumed insulin administration.